Event description:
Patient came to clinic and an interrogation a red heart alarm noted as well as multiple speed drops. Stated that overnight he had a pump stop for approx 1 minute. Patient stable and admitted for planned pump exchange.